Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) year-old female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in 2009, vaginal delivery on (B)(6) 2009, right lower quadrant pain, constipation, bloating, vitamin d deficiency, fatigue, libido decreased, ovarian cyst, nabothian cyst and grand multiparity. Concomitant products included desogestrel;ethinylestradiol (mircette), ketorolac tromethamine (toradol), lidocaine (climax), medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009, naproxen sodium (aleve), ondansetron (zofran) and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems, depression") and anxiety ("psychological or psychiatric problems: mental anguish"), 2 months after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. (As per pfs no). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: diagnosis: a. Fallopian tube with essure, left, salpingectomy: fimbriated end and complete cross section of tube lumen with metallic medical device compatible with essure. Fallopian tube with essure, right, salpingectomy: fimbriated end and complete cross section of tube lumen with metallic medical device compatible with essure. Ultrasound scan - on (B)(6) 2006: ovarian cyst, there is a cystic structure containing a focal area of acoustic shadowing measuring 14 x 7 x 10mm. This could represent calcification, however at likely represents patient's ud with an adjacent small fluid collection near the fundus of the uterus. An ud was present on the (B)(6) 2015 CT. There is a 1.9 cm right ovarian cyst or follicle. An iud is noted in place. There is no pelvic free fluid or inflammatory changes. Impression: normal appendix and bowel. Small right ovarian cyst/follicle. Iud in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received: new reporter added. Category of case changed to incident. Verbatim pain added with pelvic pain. New events added abnormal bleeding (vagina)l, abnormal bleeding (menorrhagia); psychological or psychiatric problems, depression and mental anguish were added. Lot number added , outcome of pelvic pain changed from unknown to recovering resolving concomitant drug, medical history added and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 35-year-old female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in (B)(6) , gravida on (B)(6) 2009, right lower quadrant pain, constipation, bloating, vitamin d deficiency, fatigue, libido decreased, ovarian cyst, nabothian cyst and grand multiparity. Concomitant products included desogestrel;ethinylestradiol (mircette), ketorolac tromethamine (toradol), lidocaine (climax), medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009, naproxen sodium (aleve), ondansetron (zofran) and paracetamol (acetaminophene) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems, depression") and anxiety ("psychological or psychiatric problems: mental anguish"), 2 months after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. (As per pfs no) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: diagnosis: a. Fallopian tube with essure, left, salpingectomy: fimbriated end and complete cross section of tube lumen with metallic medical device compatible with essure. B. Fallopian tube with essure, right, salpingectomy: fimbriated end and complete cross section of tube lumen with metallic medical device compatible with essure. Ultrasound scan - on (B)(6) 2006: ovarian cyst, there is a cystic structure containing a focal area of acoustic shadowing measuring 14 x 7 x 10mm. This could represent calcification, however at likely represents patient's ud with an adjacent small fluid collection near the fundus of the uterus. An ud was present on the (B)(6) 2015 CT. There is a 1.9 cm right ovarian cyst or follicle. An iud is noted in place. There is no pelvic free fluid or inflammatory changes. Impression: 1. Normal appendix and bowel. 2. Small right ovarian cyst/follicle. 3. Iud in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 35-year-old female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in 2009, gravida on (B)(6) 2009, right lower quadrant pain, constipation, bloating, vitamin d deficiency, fatigue, libido decreased, ovarian cyst, nabothian cyst and grand multiparity. Concomitant products included desogestrel;ethinylestradiol (mircette)(B)(6) 2016 to (B)(6) 2017, ketorolac tromethamine (toradol), lidocaine (climax), medroxyprogesterone acetate (depo provera) from (B)(6) 2009, naproxen sodium (aleve), ondansetron (zofran) and paracetamol ("acetaminophen") since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems, depression") and anxiety ("psychological or psychiatric problems: mental anguish"), 2 months after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and fatigue had resolved and the depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. (As per pfs no) essure insertion: a weighted speculum was inserted into her vagina. The anterior lip of the cervix was grasped using a tenaculum. The cervix was gently dilated. A 5-mm diagnostic hysteroscope was inserted into the uterine cavity. Both ostia were visualized. An essure introducer was introduced and an essure device was placed in the right ostium up to the level of the black notch. The thumbwheel was rotated and the device was deployed. The thumbwheel was rotated again and three to four trailing coils were noted at this ostium. The opposite ostium was visualized. Another essure was inserted. Three trailing coils were noted at the conclusion. The instruments were then removed. The patient was returned to dorsal supine position. Anesthesia was reversed. She was taken to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: diagnosis: a. Fallopian tube with essure, left, salpingectomy: -fimbriated end and complete cross section of tube lumen with metallic medical device compatible with essure. B. Fallopian tube with essure, right, salpingectomy: -fimbriated end and complete cross section of tube lumen with metallic medical device compatible with essure.. Ultrasound scan - on (B)(6) 2006: ovarian cyst, there is a cystic structure containing a focal area of acoustic shadowing measuring 14 x 7 x 10mm. This could represent calcification, however at likely represents patient's ud with an adjacent small fluid collection near the fundus of the uterus. An ud was present on the (B)(6) 2015 CT. There is a 1.9 cm right ovarian cyst or follicle. An iud is noted in place. There is no pelvic free fluid or inflammatory changes. Impression: 1. Normal appendix and bowel. 2. Small right ovarian cyst/follicle. 3. Iud in place. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: event fatigue added. Event outcome of pelvic pain was updated to recovered. On 8-may-2020: no new information a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.